Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the physician believed the patient sustained an annular rupture following deployment of the 23mm sapien valve. The 23mm sapien valve was positioned and deployed 50:50 within the native annulus. The patient's blood pressure remained hypotensive after rvp was stopped. A post deployment echocardiogram showed the valve was functioning normally and no pericardial effusion was noted. However, the physician decided to convert to an open avr procedure and explant the sapien valve because he believed an annular rupture had occurred. The patient was placed on bypass and the patients sapien valve was exchanged for a surgical valve (non edwards). The patient was reported to have expired post procedure on the same day. Attempts to obtain the official cause of death were unsuccessful. Additional information provided by the cs indicated the patient did not have severe ventricular septal hypertrophy, the ejection fraction was 65-70%, the patient's aortic valve was moderately calcified, the patient\s aortic root was moderately calcified, the sinus of valsalva (sov) was normal and the mitral annular calcification (mac) was severely calcified. Additionally, the image intensifier angle and coaxial alignment were noted to be good, ventilation was held during deployment and there was no loss of pacing capture during deployment.

Manufacturer narrative:
The device was not returned for evaluation. A design history record (DHR) review was not performed/required as there was no allegation of a device malfunction. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the tavr procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in the absence of imaging, the root cause for the reported annular rupture cannot be determined. However, it is possible that the patient's aortic valve calcification in combination with procedural factors might have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.